Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v223165, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulator turned off and on. The patient had been around medical equipment both times the issue occurred. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.